Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a full system replacement procedure due to an unknown reason. No suspected device malfunction. The patient was doing well postoperatively and stimulation was provided to target areas. The explanted ipg, percutaneous leads, and paddle lead will not be returned. Additional information was received that the patients ipg was no longer holding a charge.

Manufacturer narrative:
The primary for this device system is sc-1132 (sn (B)(4)) tw# (B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 2000010096/17120575. Product family: scs-paddle leads: upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17078877.

Event description:
It was reported that the patient underwent a full spinal cord stimulator (scs) system replacement procedure due to an unknown reason. No suspected device malfunction. The patient was doing well postoperatively and stimulation was provided to target areas. All components were explanted and will not be returned.